Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken on the lower front corners and by the tube holders, the right case was cracked by the upper screw hole, the backlight was non functional, and there was a razor cut on the lower case on the left side. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced worn worm gear, worm coupler, old style motor mount, added in delrin washer and re-greased drive train. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.